Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 6 (sda) on u1 keypad assembly. No unexpected pump error 53 alarms noted during self test or in download files. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 137 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the insulin pump had insulin flow blocked alarm. Customer stated the insulin exited. The device will be returned for the analysis.